Manufacturer narrative:
Explanted date - device was not explanted. Establishment name:(B)(6) medical center. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint can be confirmed since there was a plaque in the vessel and the subcutaneous tissue tented like the anchor was no longer the vessel per allegation. Based on the information given, the exact root cause of the event cannot be determined. It is likely that the device was not properly positioned in the arteriotomy and positioned in the subcutaneous region causing the immediate bleeding. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that a 6fr angio-seal device was used post-embolization to close a left common femoral artery (cfa) access. A 6fr destination was used during the procedure. A pre-deployment angio was performed. The vessel was larger than 4mm and within the cfa. There was plaque in the vessel. Proper angio-seal technique was used to deploy the device, however when the angio-seal was retracted there was a given in the device and the subcutaneous tissue tented like the anchor was no longer the vessel. Manual compression was held for 15 minutes successfully. No hematoma. The patient was in stable condition. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on (B)(6) 2022: the anchor and collagen plug were left in the patient; no parts were visible. Additional information was received on (B)(6) 2022: when the felt was "given" and the soft tissue tented, it was assumed that the anchor came out of the vessel and was in the soft tissue. After pressure was held, there was no bleeding. An ultrasound was not taken to see where the anchor and collagen plug was. Everything was left to be reabsorbed since there was no bleeding and the device was under the skin in its entirety.